Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported no pressure in the airway inner pressure sensor while using the avea ventilator. The customer performed troubleshooting was found the part to which the o-ring is assembled is deformed. The customer crosschecked the suspect device by replacing the o-ring, but did not resolve the issue and requested a known good sensor connector. The customer reported no patient involvement associated with this event.